Manufacturer narrative:
(B)(4). The sample was received for evaluation. The device arrived out of the pouch and it was spiked into an empty sodium chloride solution bag. Visual inspection did not identify any abnormalities. Functional testing was performed by spiking the sample into an in-house 1000ml solution bag containing distilled water. The sample was reprimed and was gravity flow tested without issue. The device was then loaded into an in-house sigma pump. The pump was programmed to run at the settings reported by the customer. The set-up ran for two hours without issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a baxter continuflo set was involved in an over-infusion. This occurred during a patient infusion of sodium chloride using a sigma infusion pump. The reporter stated that the infusion was expected to be completed in 10 hours at a flow rate of 100 ml/hr with a total volume to be infused of 1000ml. However, the infusion completed within 2 hours. The reporter¿s biomedical department stated that the tubing was found to be kinked within the pump, thereby by-passing flow sensors. There was no patient injury or medical intervention associated with this event. No additional information is available.